Manufacturer narrative:
Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hematoma/major bleed/access site adverse event: the cause of hematoma/major bleed/access site adverse even was unable to be determined as limited clinical details were provided and no product was returned for review. Correction has been updated in d1 (brand name). Correction has been updated in h6 (medical device problem code). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary artery in a 72-year-old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 4 of support, while in the intensive care unit, the patient experienced a hematoma at the axillary site, gi bleeding, and hematuria. Heparin was stopped and the patient received 1 unit fresh frozen plasma and 2 units of blood. Manual pressure was also applied to achieve hemostasis. On day 6 of support, care was withdrawn and the patient expired. The reported bleeding and hematoma may occur in the setting of anticoagulation requirements vascular access sites, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.